Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the event was likely caused by an external force applied to the insertion part due to handling. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. This endoscope was not reprocessed before shipment. Before using this endoscope for the first time, reprocess it according to the instructions as described in the endoscope¿s companion ¿reprocessing manual¿ with your endoscope model listed on the cover.

Manufacturer narrative:
The device was returned for evaluation, the evaluation confirmed the reported event of the sheath breaking off the device. Additionally, the insertion tube was torn which led to the insertion tube leakage. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during reprocessing, the cysto-nephro videoscope parts broke off from the distal end. There was no harm or user injury reported due to the event.